Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for pacemaker elective replacement, the atrial lead could not pace or sense. When the device was pulled out, there was an insulation break on the atrial lead. It was also noticed via fluoroscopy revealing the atrial lead had been completely dislodged and was pointing straight down in the vena cava, which had been like this for number of years. There was no harm to the patient and patient was not dependent. The atrial lead was capped and replaced. Patient was stable and comfortable during and following the procedure.